Event description:
It was reported that when interrogating a device at 10% the programmer crashed and generated an error message which could indicate an issue with the link electronics module (lem) board. The programmer was replaced for the remainder of the interrogation and returned for service. Follow-up indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when interrogating a device at 10% the programmer crashed and generated an error message which could indicate an issue with the link electronics module (lem) board. The programmer was replaced for the remainder of the interrogation and returned for service. Follow-up indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer booted up and interrogated devices with no fault found. System errors found in the programmer error log. Power cord door is damaged.